Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempt. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead was not returned as it was discarded by the medical facility.